Manufacturer narrative:
Conclusion: the actual device was returned for evaluation. The evaluation found the cannula cap was detached from the cannula tabs. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent laparoscopic hernia repair on (B)(6) 2015 and absorbable straps were used. During the procedure, the cannula cap came off and no piece fell into the patient. The procedure was completed with a like device. There were no adverse patient consequences reported.